Event description:
Customer reported a set leaking. There was no report of pt harm and no medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A f/u report will be submitted with failure investigation results should the set be returned for eval.